Event description:
Parent states peg tube was placed in 1999 and in 2000 tube was being removed for unknown reason. Md attempted traction to remove tube by cutting tube at designated area. Md attempted 3 times to remove & stoma was bleeding. Pt sent to surgery for removal & had allergic reaction to anesthesia.